Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn (B)(4) for details pertinent to this event.

Manufacturer narrative:
E1 phone number: (B)(6).

Event description:
It was reported that the filter cap for the blood gas syringes leaks blood after sampling. The event date is 20-jan-2025. There was patient involvement. There has been no report of patient harm.